Manufacturer narrative:
Investigation summary: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the sling - mens instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a sling device implanted; the name of the sling manufacturer was not provided. During ongoing use of the sling device, the patient underwent a surgical procedure to implant a new artificial urinary sphincter device; the reason for the implant was not provided.